Event description:
The initial reporter alleged an increase in unexpected reactive results for hepatitis c virus (hcv) when using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas ampliprep instrument. The following results were provided: on (B)(6)2021, sample (B)(6) was reactive for hcv with a cycle threshold (CT) value of 40.7. On (B)(6)2021, sample (B)(6) was reactive for hcv with a CT value of 39.8. On (B)(6)2021, sample (B)(6) was reactive for hcv with a CT value of 50.5. On (B)(6)2021, sample (B)(6) was reactive for hcv with a CT value of 44.0. On (B)(6)2021, sample (B)(6) was reactive for hcv with a CT value of 47.5. It was also stated that an hiv-2 control was reactive for hcv, but this was not confirmed with supporting data. Serology results for all samples were non-reactive. The donations were not released for use.

Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the most probable cause of the unexpected reactive results for hepatitis c virus (hcv) was non-specific amplification. This type of amplification is typically associated with minimal, non-sigmoidal growth curves and may result from environmental factors such as dust or particulate contamination. A review of batch trend analysis and complaint history for lot g11355 did not identify any trends or related issues. The serology results for all samples were non-reactive, and no harm or delay in treatment was reported. The donations were not released for use.